Event description:
It was reported by service report that the breakaway head section bent release crossbar was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar.